Manufacturer narrative:
(B)(4). It was reported during follow up that the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient made an unknown mistake. The day after onset, the patient was hospitalized for the peritonitis event. On unreported date, the patient was treated with 500 milligrams fortum injection (route, frequency, and duration not reported) and reflin injection 500 every bag (units, route, frequency, and duration not reported) for the peritonitis event. Antibiotic therapy was reported to be ongoing at the time of this report. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovered or was recovering from the peritonitis event and it was not reported if the patient was retrained on proper aseptic technique. No additional information is available at this time.